Event description:
Boston scientific crm received information that the latitude home monitoring system detected that end of life (eol) had been triggered for this device. Additionally, latitude detected a possible device malfunction. Technical services (ts) suspected a possible safety mode in the device and recommended that the device be evaluated with the programmer recorder monitor (prm). The patient implanted with this device was to be brought in for further evaluation. The boston scientific crm sales representative reported that the device had triggered elective replacement indicator (eri) earlier in the month and was already scheduled for a device changeout. The physician elected to wait and proceed with the previously scheduled changeout. Additional information confirmed that the device had reached storage mode and no brady or tachy therapy is available. To date, no adverse patient effects were reported with this clinical observation. The device was later explanted and returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.15 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Event description:
//